Event description:
A site rep reported, the stealthstation navigation system powered off during a case. The operating room staff allegedly lost all of the info on the system when this issue occurred. The surgeon continued the surgery without the use of the stealthstation. There was no impact on pt outcome. Later discovery showed the site did not have the system plugged into a working outlet.

Manufacturer narrative:
Per the reported event, the account did not have the system plugged into a working outlet. The electrical facilities at the site contributed to the event. The issue was resolved by switching to a functional outlet.